Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with an octaray mapping catheter and when the sterile packaging was opened, one of the spines was confirmed to be bent. The catheter was replaced with a new one. The replacement catheter had no shape problems. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual analysis revealed that one of the splines of the device was bent, without exposed wires; additionally, some electrodes of this failure spline were damaged. This finding is MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection of the returned device were performed following j&j medtech procedures. Visual analysis revealed that one of the splines of the device was bent, without exposed wires; additionally, some electrodes of the same spline were damaged. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The spline bent reported by the customer was confirmed. The electrodes damage identified during the test could be related to the event reported by the customer. The potential cause could be related to the manipulation of the device during the procedure; however, this could not be determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).